Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported this was a venotomy closure of the right common femoral vein (rcfv) using the pre-close technique via a 6f sheath hole prior to an a-fib ablation interventional procedure. Reportedly, the lever was unable to be closed after deployment and the foot of the prostyle device remained open. A vascular surgeon was called in and cut down surgery was performed to remove the device and achieve hemostasis. A cuff miss was noticed with another prostyle device that was used in one of the other access sites in the rcfv. The sheath was upsized to a 16f and the a-fib ablation procedure was completed. A collagen plug was used to achieve hemostasis in that access site. There was no reported adverse patient sequela; however, there was a reported clinically significant delay in the procedure or therapy due to the cut down surgery. No additional information was provided.